Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. Displacement test, basic occlusion test, prime test, excessive no delivery test, and occlusion test due to motor error alarm. The device had cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, and cracked belt clip slot.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 89 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.